Event description:
It was reported that approximately two weeks post implant the right atrial (ra) lead was not functioning. It was also noted on x-ray that the lead had dislodged and possibly perforated the atrial wall and partially in the lungs. The lead was programmed off. The ra lead was later replaced during a rv lead upgrade procedure and both the ra and right ventricular (rv) leads were damaged during explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.